Event description:
The 355l was used during a laparoscopic cholecystectomy. The red activation button would not stay down on two devices. A third 355l was opened and worked fine. There was no consequence to the pt.